Event description:
On (B)(6) 2023 the patient underwent cardiac catheterization. The procedure revealed lesions in the left anterior descending (lad) and right coronary arteries (rca). Orbital atherectomy (shockwave) was performed on the rca and a stent (3 mm x 32 mm x 144 cm synergy xd monorail) was placed in the proximal rca. Then non-compliant balloon (3.5 x 20 3.5 mm x 20 mm x 142 cm nc euphora monorail) was used within the stent to post-dilate, however, upon initial inflation the balloon did not dilate. Subsequent inflation there was partial dilatation of the balloon. The balloon remained inflated despite going to negative on the insufflator multiple times. Despite multiple efforts to deflate the balloon it was unsuccessful the balloon remained inflated in the rca with in-stent. Patient tolerated the procedure well did not complain of chest pain did have some st elevations noted on EKG. Multiple maneuvers were performed the guide was advanced over the balloon another wire was inserted to try to pop the balloon and deflated. After multiple measures the balloon slightly deflated and the whole system was withdrawn. St elevations were resolved. Patient was asymptomatic post-procedure and was discharged the same day. In follow-up a week later, the patient reported her pre-procedure ischemic symptoms had improved.